Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a warm controller was not confirmed. A review of the submitted log file spanned approximately 17 days (B)(6) 2021¿(B)(6) 2021 per time stamp. There were no unusual events or alarms noted in the log file. The controller maintained its ability to operate the pump at the set speed. The heartmate ii system controller serial (B)(6), was not returned for analysis and the provided information stated that the controller would not be exchanged at this time. The patient was recommended not to sleep with heated blankets. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii patient handbook section 2, ¿how your heart pump works¿ warns that system controller may reach a maximum temperature of 124°f (51°c) if the controller is covered by the body or insulating material, such as a blanket and the internal battery is charging. The heartmate ii instructions for use section 2 ¿system operations¿ and the heartmate ii patient handbook section 2, ¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The heartmate ii instructions for use section 3 ¿powering the system¿ lists acceptable temperature ranges for all equipment, including the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's system controller was warm when connected to power module. The controller was hot when the patient was under the covers. Log file review did not show anything unusual events.